Event description:
It was reported that the right ventricular lead exhibited noise with pocket and arm movement. Electical problems were not observed. The lead was capped and removed during a device changeout.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.